Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration 30mg/ml; dose 7.602mg/day) and bupivacaine (concentration 30mg/ml; dose 7.602mg/day) via an implantable infusion pump. Lot numbers were not provided. Indication for use was non-malignant pain and failed back surgery syndrome. The patient's alarm date was (B)(6) 2016 and the patient believed she should have been hearing an alarm but was not. The patient thought that she heard something on the morning of (B)(6) 2016 but did not know what was going on and had not heard anything since. The patient had missed a refill appointment. The patient was not having any symptoms and the pump would be completely empty on (B)(6) 2016. The patient's healthcare provider (hcp) told the patient to start taking oral morphine on (B)(6) 2016 and the patient could not get to (B)(6) for her pump refill until (B)(6) 2016. Pump logs were reviewed and it was noted that the critical alarm interval was 1 hour, non-critical alarm interval was 1 hour, and the pump refill interval was 71 days. The patient was to speak with the hcp. Additional information was requested regarding the date of the missed refill, troubleshooting performed, and actions/interventions taken.